Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) /2014, due to experiencing an inguinal hernia. The nurse reported this did not occur during dialysis. On an unknown date during the admission, the patient underwent a herniorrhaphy. No peritoneal dialysis treatments were missed and there was no reportable device malfunctions. As of (B)(6) 2014, the patient continues to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without any further issues, the patient's complaint of inguinal hernia have resolved with the herniorrhaphy, and the patient has been discharged from the hospital.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.